Event description:
Dealer states a portion of the upper cuff assembly is worn so much that it cut the end user's arm and required stitches. Dealer states he has not seen the unit but he thinks there might be a sharp edge, and he states the end user had fallen, and when he fell that is when this sharp edge cut him. No further information was provided.

Event description:
Product was returned for evaluation. The return fields in oracle state: walkers. Other, hold for detailed evaluation. Product received expanded evaluation. The expanded evaluation report states: utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was confirmed for having one crutch with a cuff cover that was split which exposed the steel underneath the cover. Based on the observations of the returned crutches, it was undetermined whether the exposed steel was the cause of the alleged cut. Complaint was confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation. Dealer states a portion of the upper cuff assembly is worn so much that it cut the end user's arm and required stitches. Dealer states he has not seen the unit but he thinks there might be a sharp edge, and he states the end user had fallen, and when he fell that is when this sharp edge cut him. No further information was provided.